Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a normal device change-out procedure. During the procedure, difficulty removing the right ventricular lead from the device header was observed. Eventually, the lead was removed from the device. The physician was not sure if the issue was due to a malfunction on the header or if it was just because the system had been in the patient¿s body for so long. The physician didn¿t believe there was anything wrong with the rv lead. The chronic lead was successfully connected to the new device. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.